Event description:
Customer reported a leak/crack was noted at the connection site (to cassette) distal end during an infusion of a cytotoxic drug. There was no pt/user harm. No additional info was available.

Manufacturer narrative:
(B)(4). The set was discarded at the facility. The lot # was not identified, therefore, lot history record review could not be performed.